Manufacturer narrative:
Title: conversion from video-assisted thoracic surgery (vats) to thoracotomy during major lung resection: how does it affect perioperative outcomes? Source: interactive cardiovascular and thoracic surgery 32 (2021) 55¿63 accepted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between (B)(6) 2012 and (B)(6) 2017, a study retrospectively reviewed risk factors for surgical conversion and adverse events in 501 patients who underwent thoracoscopic anatomic lung resection. A stapler was used to divide the bronchi, fissures and vascular structures. Conversion to thoracotomy occurred in 44 patients: 13 were due to vascular causes (pulmonary artery, pulmonary vein or other vessel wounds), and 6 were due to technical failure (stapler misfire, equipment failure). Complications included: bleeding and air leaks.